Manufacturer narrative:
Device evaluation: (B)(4) of lot number c1903943 of clso-8.5-12 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 15 may2024. Visual inspection: stent returned. Kink/indentation observed on body of stent approx. 4cm from tip of non-tapered end. Biological material observed to be stained on stent. Functional inspection: 0.035" wire guide passes through the stent without issue. Manufacturing records: prior to distribution, all clso-8.5-12 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-8.5-12 device of lot number c1903943 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the clso-8.5-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1903943. Instructions for use and label: it should be noted that according to the instructions for use (ifu0045) that the potential complications associated with ercp "include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." There is no evidence to suggest that the user did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre-existing/underlying conditions. However, as per the instructions for use, migration is a known potential complication associated with ercp. The perforation of the duodenum and the subsequent kink observed on the stent could have been caused or contributed to as a result of the migration. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, perforation on duodenum. Patient had pre-psoas abscess confirmed quantity of (B)(4), confirmed used. According to the initial report, the patient suffered a pre-psoas abscess. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre-existing/underlying conditions. However, as per the instructions for use, migration is a known potential complication associated with ercp. The perforation of the duodenum and the subsequent kink observed on the stent could have been caused or contributed to as a result of the migration.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-jun-2024.

Event description:
As per source doc: "perforation on duodenum by cook plastic stent (quality of plastic material to be checked). Consequence on patient: pre-psoas abscess." "As per cc form": perforation on duodenum by cook plastic stent. (Quality of plastic material to be checked). Consequence on patient: abscess patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: (B)(6).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.